Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up with infection. It was noted that the patient had been scratching the area near the pocket which opened up the wound resulting in infection. The system was explanted without adverse event to the patient. The patient remained stable before, during, and after the procedure and would continue to be monitored. The infection was treated medically.